Manufacturer narrative:
(B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced mycobacterial peritonitis. The cause of the peritonitis was not reported. It was unknown if the patient was hospitalized for the event. Treatment rendered for the event was not reported. On an unreported date, physioneal therapy was discontinued, the pd catheter was removed and the patient was transferred to hemodialysis. At the time of this report, the patient outcome was not reported. No additional information is available.